Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, pressure testing, and clear passage testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The 510(k) exempt - class ii. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink blood bag spike had its spike detach from the rubber septum. This was found when the product was in its packaging. There was no patient involvement. No additional information is available.